Event description:
It was reported that the patient had a revision on (B)(6) 2012. This was because the patient had lost (B)(6) after implant, "the wire was poking out of her skin" when she sat and her clothes were rubbing against it. No further information was reported.

Manufacturer narrative:
Product ID 3093-33 , lot # v713637, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).